Event description:
Patient admitted from or. Stopcock on drip line was broken. White off regulator had come off the top of the stopcock when turned. Patient experienced drip interruption while stopcock changed. Four hours later, same events occurred while turning the white portion of stopcock. Patient blood pressure dropped to 55/30. Physician at bedside. Volume resuscitation administered while stopcock changed. Patient recovered after approximately 20 minutes.